Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 73-year-old female patient, the device inappropriately shut down. Complainant indicated that the clinician power cycled the device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing without duplicating the report. The compressor was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.